Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned self expanding stent system (sess) found blood on the handle and on the sheath, consistent with handling and insertion into the anatomy. The stent implant was not returned. The distal sheath was retracted 1.5 cm proximal to the tip. The handle lock was in the unlocked position. There was no damage noted to the sess. Factors that may contribute to deployment difficulties include, but are not limited to, patient anatomical morphology, patient disease state, device placement technique, and accessory device support. To ensure this difficulty is not manufacturing related; all self expanding stent systems are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. In this case, there were two additional sterile devices from the same lot returned. Analysis of the two sterile devices found no anomalies. The unopened self expanding stent systems (sess) were returned without blood or saline visible, consistent with no patient involvement. There was no damage noted to the two sterile acculinks. The stent implants were stationary on the shaft between the markers. During functional testing, the sess was removed from the packaging and the stent implants were deployed with no damage or resistance noted. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the deployment difficulty could not be determined; however, based on the returned product analysis, there is no indication to suggest a product deficiency.

Event description:
It was reported that during an interventional internal carotid stenting procedure, the rx acculink crossed the lesion however, the stent only partially deployed. The proximal end of the stent did not deploy. The physician was able to maneuver the stent back into the sheath and the device was removed without any resistance. The procedure was completed with a non-abbott stent. There was no adverse patient effect or sequela. There was no additional information provided.